Event description:
When using the lumos with the ioban 2 drape (3m), the surgeon noticed that the clear ioban 2 drape melted onto the patient causing a burn. The incident occured under tourniquet. The lumos produced high temperatures, such that its operation is compromised or harm is caused.

Event description:
When using the lumos with the ioban 2 drape(3m), the surgeon noticed that the clear ioban 2 drape melted onto the patient causing a burn. The incident occured under tourniquet. The lumos produced high temperatures, such that its operation is compromised or harm is caused.